Manufacturer narrative:
No device will be returned. This medwatch was initiated to document an adverse event reported from a clinical study. Eval pending. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.

Event description:
On 05 june 2008, abbott spine became aware of the following event as a result of a post market clinical study. In 2005, the pt underwent an l4-l5 minimal invasive surgery (mis). On an unk date, the pt experienced increased lower back pain. The increased lower back pain had not resolved. The reporting physician believed that the increased lower back pain was not related to the pathfinder pedicle screw system. The physician has no intent to revise the pt.